Manufacturer narrative:
Pr (B)(4) follow up MDR for device evaluation: one photo was provided to our quality team for investigation. Through visual inspection, what appears to be silicone can be seen on the stopper. Lubricant is employed during the syringe assembly process to help facilitate movement of the plunger and stopper. The silicone employed in this product is a medical grade silicone authorized for product use. Silicone content tests are performed during the manufacturing process of each lot number. As the lot involved in this incident is unknown, a device history review cannot be performed and additional retained samples cannot be evaluated. Based on our investigation we cannot identify a specific cause related to the manufacturing process at this time. Due to the viscosity of the lubricant, it is possible to see evidence of it when moving the stopper from being fully seated at the top of the syringe, this does not indicate that the silicone is in excess. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
50 ml and 30ml syringes have a sticky residue on them. Before use customer email- to whom it concerns.